Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, t-wave oversensing was observed. The patient did not receive therapy. The oversensing was noted on a real-time egm. Reprogramming was recommended.